Event description:
It was reported that the patient presented to the clinic, upon interrogation, the pulse generator exhibited loss of telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found discrepant integrated circuit which caused telemetry anomaly. After replacing the integrated circuit, normal function ensued.